Event description:
The device was prepped in the normal way. It was flushed, connected and inserted and measured. Once connected to the pressure box, it would not normalize/show pressures. It was removed, disconnected, and wiped with clean gauze and reconnected but it was still not normalizing. This process was repeated two more times with no success. A new device was used and worked fine. The patient not affected.